Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days post implantable pulse generator (ipg) generator change the right atrial (ra) lead exhibited high thresholds and no capture. The ra lead was capped and replaced. It was further reported that during the ra lead replacement the right ventricular (rv) lead insulation became damaged. The rv lead was then capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that five days post implantable pulse generator (ipg) generator change the right atrial (ra) lead exhibited high thresholds and no capture. The ra lead was capped and replaced. It was further reported that during the ra lead replacement the right ventricular (rv) lead insulation became damaged. The rv lead was then capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.